Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During an on-site visit, the staff reported an unknown quantity of novum iq large volume pumps alerted ¿air in line¿ (ail) alarm. Specific details from the clinicians: ail with tiny microbubbles; consistently alarming at the end of blood transfusions ail alarms; need to ¿program less volume than bag¿ ail once blood comes to room temperature ail for microbubbles ail alarms and no air, wasting fluid to try to troubleshoot ail alarms with no air noted, microbubbles, and blood transfusions. The event occurred during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.